Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system had triggered a lead safety switch (lss) due to a high out-of-range left ventricular (lv) lead pace impedance measurement greater than 2,000 ohms. Additionally, all threshold measurements were on the higher side. Technical services (ts) reviewed troubleshooting options and programming considerations. This crt-p system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system had triggered a lead safety switch (lss) due to a high out-of-range left ventricular (lv) lead pace impedance measurement greater than 2,000 ohms. Additionally, all threshold measurements were on the higher side. Technical services (ts) reviewed troubleshooting options and programming considerations. This crt-p system remains in service. No adverse patient effects were reported.